Event description:
The customer reported the (B)(6) light source has frequent reboot errors. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, intermittent e109 error was noted due to broken igniter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the results of the evaluation that were provided, the suggested phenomenon was confirmed but reproducibility was not mentioned. Igniter failure was also confirmed, but it was unknown whether it was related to this phenomenon. Based upon these facts, it was assumed that the suggested event was due to igniter failure - however, the cause of this failure could not be further determined. Olympus will continue to monitor field performance for this device.